Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water and moisture that may have intruded into the endoscope, causing the image sensor unit and the circuit board in the endoscope connector to break. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). The subject event can be detected by implementing in accordance with the below IFU: instructions for ltf-s190-10-3d operation manual chapter 3, ¿preparation and inspection¿ section 3.6, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope had static noise in the image. There were no reports of patient harm.